Event description:
It was reported that during a percutaneous coronary intervention removal difficulties occurred. Vascular access was obtained via right common femoral artery with 6fr non bsc sheath. The 90% stenosed target lesion was located in the moderately tortuous left and right renal artery. The 6.0 x 14mm express sd stent delivery system (sds) was deployed directly. Upon withdrawal the physician was unable to retract the sds into the guide catheter. The balloon was inflated and deflated several times, then the sds was able to be withdrawn into the guide catheter with "big force." The procedure was completed with a 6mm express sd stent. No further patient complications were reported and the patient's status is good.

Event description:
It was further reported that they could not retract this device into the guide catheter, because the balloon could not be re-wrapped properly. The balloon was able to be deflated finally, and did not detach from the delivery system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: describe event or problem, device lot number, device expiration date. Device evaluated by MFR.: the express sd device was received with no original packaging. The stent was not present on the balloon, which is consistent with the complaint event description which reported that the stent was successfully deployed prior to the reported withdrawal difficulty. The balloon was partially folded, as-received, and damaged at the proximal end. Magnified inspection of the remainder of the device presented no other damage or irregularities. Functional testing was not possible because the guide catheter used in the reported event was not returned with the catheter and no equivalent guide catheters were available. The damaged and partially-folded condition of the balloon resulted in an irregular balloon profile that may inhibit withdrawal into a guide catheter. There was no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).